Event description:
A customer reported biased % a1c results from control fluids on the 5,1 fs analyzer following calibration. No pt results were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.